Event description:
Healthcare professional reported "implants were getting hard", "didn't move" and "must have been starting to deflate". Healthcare professional later reported "capsular contracture", baker grade unknown. This record is an unknown side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants were getting hard", "didn't move" and "must have been starting to deflate" and "capsular contracture", baker grade unknown.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and broken of plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implants were getting hard", "didn't move" and "must have been starting to deflate". Healthcare professional later reported "capsular contracture", baker grade unknown. Healthcare professional later reported baker grade iii for the capsular contracture. This record is for an unknown side. The device has been explanted.

Event description:
Healthcare professional later reported baker grade iii for the capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.